Event description:
It was reported by a customer that on (B)(6) 2011, the aiming beam was projecting laterally on both sides of the fiber at 27,569 joules. Add'l info reported by the customer was during set up, the aim test was performed and the aim beam was visible. The user did not experience any injury from use of the system. This occurred during the procedure while inside of the pt. This did not cause any pt injuries. There were no observations leading up to the incident and there were no error codes that were displayed on the console when this event occurred.